Event description:
Fluid inside will not go down. A different cement was used to complete the procedure. Manufacturer response for bone cement, palacos® (per site reporter). Formal complaint case filed by sales account representative and provided a no charge replacement.